Event description:
The customer returned the olympus gastrointestinal videoscope to a service center for evaluation for a separate issue. During testing, the service repair technician identified that the device had white foreign material in the air/water tube and cylinder. The jet tube had white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.